Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 ¿ version or model #: previous version or model #: servo-s, corrected version or model #: 6640440. On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, internal leakage test and pressure transducer test failed during pre-use check and the pressure transducer printed circuit board (pcb) was found defective. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Our conclusion is that the part pointed out as defective was the cause of the failure. However, the root cause to why the part failed has not been established. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref. #: (B)(4).